Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately delivered high voltage therapy. No intervention was performed. There were no patient consequences.